Event description:
It was reported that the doctor used the tiger tail ureteral catheter at the end of the ureteroscopy surgery, but unfortunately blood came out from the patient at the end. The feedback from the doctor upon the incident was that the catheter was stiff. The patient experienced minor bleeding. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation. A potential root cause for this event could be, "improper material selection". The device was used for treatment purposes, however, as the device was not returned for evaluation it is unknown if it had met relevant specifications or contributed to the reported event. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "attention, read directions prior to use." "Caution: when using the tigertail¿ catheter without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter become detached, retrieve with an endourology grasping device." "Caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending." Corrections: g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the doctor used the tiger tail ureteral catheter at the end of the ureteroscopy surgery, but unfortunately blood came out from the patient at the end. The feedback from the doctor upon the incident was that the catheter was stiff. The patient experienced minor bleeding. No medical intervention was reported.